Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown due to a possible battery issue. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
(B)(4), supervisor of quality & compliance, spoke with (B)(6), the customer's biomed. He stated that the iabp was not plugged in as it should be in order to charge the batteries. When the iabp was turned on, the batteries only lasted ten minutes and the iabp generated a "low battery" alarm. He was not sure where the batteries had been purchased from or how old they were. Preventive maintenance used to be performed by a maquet field service representative until one year ago. The customer's biomed attended the maquet iabp training and he has been servicing the iabp since that time. The biomed replaced the batteries. The iabp was tested. It functioned normally and was returned to service. (B)(4).